Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Supplemental report was created to capture the correct aware date.

Event description:
It was reported that this implantable lead was not successfully implanted due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this implantable lead was not successfully implanted due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was not successfully implanted due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported.